Manufacturer narrative:
(B)(4). Retainer ring = black. Attempted to download using crest tool and was unsuccessful. The unit p-cap, test reservoir locks in place properly. The pump was received with a critical pump error (open book image) due to moisture damage on stack assembly pcba1 and pcba2. Pcba2 (small) was swapped with test pcb and pump powered up after battery installation. The pump was cut open and moisture damage was found on the keypad connector on j1/pcb 1, j6 connector internal battery, j7 power connector, flex cable during visual inspection. Unable to perform the functional tests, including the displacement test, rewind, prime/seating, basic occlusion, occlusion, force sensor, self test, sleep current measurement, and active current measurement, due to the critical pump error. The pump was received with a cracked case (battery tube) and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at the backside on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.